Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a procedure, the surgeon was not able to press the green button and the device did not fire. It was also stated that the cartridge had been pre-fired. A new reload was used to complete the procedure. There was no patient involvement.